Event description:
Information was received indicating that a smiths medical portex® bivona® adult tts¿ tracheostomy tube was changed out due to a hole in the balloon. There were no reported adverse effects.

Manufacturer narrative:
Additional information: d10 two bivona tubes were returned for analysis. One showed yellowing and a few scuff marks on the cuff and had a blue tint / coloring on the balloon. The other device resembled a device that had not been in use for a long time. Using a syringe, air was inserted into the inflation valve for the two devices that were returned without packaging. The cuff on the device that showed usage (i.e., yellowing, scuffs and blue tint) did not inflate. The other device inflated with no issues. Both devices were leaked tested following. The device that the cuff inflated did not leak. The device that the cuff did not inflate leaked below the pilot balloon. The over-molded bond for the inflation line to the balloon held since the cut tear was located directly below the junction .devices are 100% leak tested at the end of the assembly and a sample are leak tested by quality immediately prior to packaging. It is likely the line was either trapped or caught by something which caused the line to tear or it was nicked by a sharp object during handling or cleaning. The instruction for use states under warnings to guard against product damage by avoiding contact with sharp edges.